Event description:
It was reported that patient presented in-clinic after receiving a shock. Device interrogation revealed multiple aborted shocks and one inappropriate shock due to noise. The patient had been lost to follow up since 2008. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.